Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p14 experienced an expansion chamber that burst. The following information was provided by the initial reporter: while using phaseal protectorp14 correctly, it split cytostatic with force to hdw¿s hands. When drawn drug from the bottle, the balloon exploded and all drug spilled.

Event description:
It was reported that the bd phaseal¿ protector p14 experienced an expansion chamber that burst. The following information was provided by the initial reporter: while using phaseal protectorp14 correctly, it split cytostatic with force to hdw¿s hands. When drawn drug from the bottle, the balloon exploded and all drug spilled.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jul-2022. Investigation summary: one sample protector was returned to our quality engineer for investigation. Functional testing was completed, passing liquid through the injector into the vial, it was noted that the filter of the protector was saturated. No leakage outside of the protector was identified, however, liquid was observed inside the expansion chamber. If the protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation would create a pressure which prevents proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure can then create a leak into the expansion chamber. Products undergo visual and functional testing throughout manufacturing to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and the expansion chamber is properly positioned and welded. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time. H3 other text : see h10.